Manufacturer narrative:
Serial number: (B)(4). Device manufacturer date: august 16, 2012. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that all of the units at the facility have tested positive for mycobacterium chimaera. The facility later confirmed that this included a total of 4 units. For details on the other 3 units, reference medwatch reports 9611109-2017-00585, 9611109-2017-00587 and 9611109-2017-00588. Livanova (B)(4) has initiated a CAPA project for this type of issue. As the contaminated device has been replaced, no further investigation is possible. If any additional information pertinent to the reported event is received, it will be submitted in a supplemental report.

Manufacturer narrative:
There is no known patient involvement. Mfg date: as the serial number(s) of the affected unit(s) have not been provided, the device manufacture date(s) are unknown. This information will be provided in a supplemental report if and when made available. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Attempts have been made to retrieve device information from the customer, including the number of devices contaminated and the serial numbers. At this time, no information regarding the individual contaminated device(s) has been provided. During follow-up communication, the customer reported that the cleaning procedure is performed according to the instructions for use (IFU) and that the affected device(s) have been replaced. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (B)(4) stating that all of the devices at the facility tested positive for mycobacterium chimaera. The devices were sampled in response to a notification from the centers for disease control and prevention(cdc) regarding several clusters of infections linked to the heater-cooler system 3t. The report indicated that no patient infections have been reported and that replacement heater-cooler devices have been ordered. There is no known patient involvement.